Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that a solenoid valve was defective and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys insulin results for 1 patient sample on a cobas e 801 analytical unit. The initial insulin result was 4 mu/l. The repeat result was 16 mu/l. The repeat result was deemed correct.